Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. At 4:29 pm, the meter result was 7.1 inr. At 4:32 pm, the meter result was 6.5 inr. At 4:54 pm, the meter result was 4.1 inr. At 5:52 pm, the meter result was 7.0 inr. At 5:56 pm, the meter result was 6.0 inr. The laboratory result on the same day was 3.8 inr. The patient¿s therapeutic range is 2.3-2.6 inr.